Event description:
It was reported that following a lightning storm that shut down the power, the 2600 system was having issues with calibration. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.